Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the snare was pulled out, the wire was not connected. Instead of being connected to itself to create a loop; however, it was just straight and there was no loop. The procedure was completed with a different snare. There were no patient complications reported as a result of this event.